Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 14.5 cm and 54.5 cm proximal to the lead tip. The medial and distal fragments were received for analysis. The proximal fragment was not returned. An extraction aid was found on the medial fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The rv shock coil, all 3 ring electrodes and fixation helix were found covered in calcified appearing tissue residuals. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the clinical observations. Furthermore, the insulation was found rubbed through in the distal end region of the distal fragment. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Damages such as a stretched inner conductor coil, fractured conductor cable leading to the distal rv ring electrode and deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to increased pacing threshold and pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be update.